Manufacturer narrative:
Common name: fcg kit, needle, biopsy. Product code: fcg.

Event description:
Per dr. (B)(6) via email: the needle bent at the patient end and broke off when the scope was withdrawn. There was no issue on visual inspection of the needle beforehand, after the procedure, the end of the needle was not present. The needle remnant advanced through the sheath without issue.